Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Device interrogated with a message missing patient info while we have put them during implant the (B)(6) 2023.

Event description:
Device interrogated with a message missing patient info while we have put them during implant the (B)(6) 2022.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.